Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer failure. The field service engineer found that the magnet missing from latch and replaced it to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower drawer was not recovered. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.